Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. There were two targets: the first lesion was 1.2cm in size and located in the right lower lobe and the second lesion was 2cm in size and also located in the right lower lobe. The diagnoses obtained from pathology for both lesions was adenocarcinoma (malignant). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.